Manufacturer narrative:
Evaluation results: no accessories were sent with unit. Complainant did not say which channel the reported event happened on. Complainant did not say what type or size of pads were being used when the reported event occurred. Complainant did not provide any details on the set up of treatment other than vms. Q322 shorted (pin 2 to pin 3 has 6 ohms--should be 40k), replaced. This was causing an overcurrent on channel 2. No other problem was found with the unit. System control board software revision is 3.4. Muscle stimulator board software revision is 2.2. Ultrasound board software revision is 2.5. Full function test was performed on unit on all 4 channel in all waveforms (after replacing q322). The unit performed to its specification. As a secondary means of evaluating the device, the engineering technician conducted a 20 minute treatment in vms on all channels. The unit had no problems, worked normally. Recommending returning to the service department for general product updates and to return to service.

Event description:
Doctor complained of shock when self administering muscle stimulator therapy. The therapy was being administered in vms mode.